Manufacturer narrative:
Additional devices included on this report are as follows: catalog #plc181200/ serial #(B)(4) / UDI #(B)(4). Catalog #pla280300/ serial #(B)(4) / UDI #(B)(4). Patient weight: asked but unavailable. Concomitant medical products and therapy dates: aspirin 81mg, lisinopril 40mg, oxycodone-acetaminophen 5-325mg, fish oil capsule, bactrim ds 800-160mg. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak, aneurysm enlargement, and surgical conversion.

Event description:
On (B)(6) 2014 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The initial aneurysm size is reportedly unavailable. On (B)(6) 2017 a reintervention was performed whereby an aortic extender component was placed to treat a proximal type I endoleak. No additional information regarding the endoleak or intervention was available. On (B)(6) 2020 the patient underwent reintervention due to a reported growing abdominal aortic aneurysm. The cause of the aneurysm growth was reportedly unknown. Reportedly the aneurysm measured 10cm. The device system was explanted. The explanted devices were discarded. The patient tolerated the procedure.